Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. Investigation - evaluation a review of the device history record, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode.

Event description:
It was reported that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter had a leakage found between the catheter and hub during a pcd procedure. The device was placed and the patient was removed from the operating room. After the patient was removed from the operating room, the leakage was noticed; so the patient had to come back for a new procedure to replace the leaking device. The procedure was then completed with another new catheter successfully. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.